Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 27-feb-2023. Investigation summary: seventy-four samples and one photo were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed on received samples. Upon examination of the returned photos, a vertical crack/ scratch was observed along the barrel surface outside the print area extending from the 1ml grad line to 2ml grad line. Potential root cause for the barrel crack defects is associated with the assembly process. A device history record review was completed for provided lot number 2221955. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that the barrel of the bd plastipak¿ luer-lok¿ tip syringe was cracked during use. The following information was provided by the initial reporter, translated from german: "there was a tear in the syringe during dosing on the subject. Owever, this time no liquid leaked out."

Event description:
It was reported that the barrel of the bd plastipak¿ luer-lok¿ tip syringe was cracked during use. The following information was provided by the initial reporter, translated from german: "there was a tear in the syringe during dosing on the subject... However, this time no liquid leaked out."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.